Manufacturer narrative:
Corrected data.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation the device confirmed wire damage that would have contributed to the reported pump stoppages captured in the submitted log file. Additionally, multiple low flow alarms were confirmed through the submitted log file; however, a specific cause for these alarms could not conclusively be determined. The submitted log files captured multiple pump stoppages while the patient was using batteries on 03mar2019 and 05mar2019 as well as multiple transient low flow hazard alarms throughout the log file. The pump was returned assembled with the driveline severed approximately 2.5¿ from the pump housing. A white plastic cap was secured to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow), apical sewing ring, sealed outflow graft, and sealed outflow graft bend relief were not returned. Evaluation of the outlet elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 2.5¿ from the pump housing. The distal portion of the driveline was also returned and measured approximately 38¿ in length. A percutaneous driveline repair was located approximately 18.5¿ from the pump housing. Continuity testing was performed on the returned portions of the driveline and all wires were found to be electrically intact. The silicone jacket, clear bionate layer, and metal braided shield appeared unremarkable. Visual examination of the driveline revealed breaches on the orange and yellow wires approximately 0.125¿ from the pump housing as well as a breach on the red wire approximately 37.5¿ from the metal connector. The observed damage appeared to be the result of repetitive flexing and abrasion against the metal braided shield. All the segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of compromised wire insulation. If the exposed conductors on any of the compromised wires contacted the metal braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the pump stoppages confirmed in the submitted log files. If the exposed conductors of any of the wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting electrical short would have caused the pump stoppages while the system was operating on battery power, as captured in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced pump stoppage events while connected to batteries. Log file analysis noted low flow events. The pump stoppage events appear to be caused by phase to phase short. The account reported that the patient was scheduled for a pump exchange. No further information was reported.